Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing insulin leakage, e4 (occlusion) errors, and bent cannulas while using the infusion sets. She stated she was able to smell insulin and see it on her clothing. Occlusions occurred on 2 occasions. She stated she would sometimes experience pain while bolusing and believed it may have been due to a bent cannula. The patient used the insertion device to insert the headset. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.